Event description:
It was reported that the patient's right ventricular (rv) was oversensing noise resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.